Event description:
The customer stated that he was treated by the paramedics due to a low blood glucose reading of 39 mg/dl. Prior to the event, the customer was priming the insulin pump. The insulin pump alarmed and insulin was squirting out. The customer inserted the infusion set and insulin was delivered into his body. Advised the customer to discontinue using the insulin pump and revert to a back up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.